Event description:
It was reported PICC had a significant kink this was a more difficult insertion the PICC had a sharp turn upward on the initial x-ray. I manipulated each tip fairly aggressively after removed and there were no breaks.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged/¿curled¿ stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted one 3ct tls stylet. The depicted region included the distal tip, polyimide region and the polyimide transition. Curved shape memory was observed along the polyimide region. One sharp kink was evident within the polyimide region. The permanent deformation of the depicted stylet was consistent with sharp bending or kinking, as indicated in the event description; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include insertion of the stylet past the catheter tip during insertion and attempted insertion against resistance. Sample evaluation findings in manufacturer's notes

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged/¿curled¿ stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted one 3ct tls stylet. The depicted region included the distal tip, polyimide region and the polyimide transition. Curved shape memory was observed along the polyimide region. One sharp kink was evident within the polyimide region. The permanent deformation of the depicted stylet was consistent with sharp bending or kinking, as indicated in the event description; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include insertion of the stylet past the catheter tip during insertion and attempted insertion against resistance. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported PICC had a significant kink this was a more difficult insertion the PICC had a sharp turn upward on the initial x-ray. I manipulated each tip fairly aggressively after removed and there were no breaks.